Manufacturer narrative:
The lot number was not provided and the complaint sample was not made available for evaluation. The investigation consisted of a review of the complaint trend for category corneal ulcer infectious for the product. A product specific investigation was not performed as no lot number was available. No sample evaluation was completed as no product was returned. There were no adverse trends and no signals identified for complaint category corneal ulcer infectious for the product from (B)(6) 2018 to (B)(6)2020. A root cause was not confirmed. No corrective action preventive action (CAPA) is required and no further action will be taken by the manufacturing site as no specific root cause was identified. Trends and complaint investigations will continue to be monitored and action taken if warranted. The manufacturer internal reference number is: (B)(4).

Event description:
It was reported that the patient experienced three contact lenses split in the left eye (os), two of which were successfully removed but one contact lens remained in the os for an unknown period. The patient sought medical intervention and the eye care professional (ecp) removed the contact lens from the os. It was mentioned that the patient was diagnosed with a corneal ulcer and the patient indicated that the corneal ulcer was at the low end of the cornea. The patient was prescribed with an unknown antibiotics and steroids. It was noted that the symptoms had been resolved.